Event description:
The patient developed a compression fracture of l1 with severe pain. A reduction and fixation using the kyphyx system and bone cement (type unknown) was done without difficulty or immediate perioperative complication. The patient's pain was markedly improved, and they were discharged. Approximately 4 weeks post-operative the patient had a recurrence of their back pain and became ill. Radiographs revealed an abscess at the l1 site around the bone cement. Cultures grew a methicillin-resistant staphylococcus. The patient was started on appropriate antibiotics. (No antibiotics were added to the cement at the time of surgery). Because of the patient's overall poor health and poor bone quality, no surgery was done to drain the abscess or remove the bone cement. In addition to antibiotic therapy, parathyroid hormone therapy was initiated in an attempt to strengthen the bone should surgery be indicated. The patient remains on therapy and their condition is stabilizing.